Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an o-ring was on the pneumatic tap. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer replaced the cartridge and continued insulin therapy.